Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead displayed two to three seconds of pauses on telemetry. There was no sensing but was getting thresholds of 1.9 to 2.0 volts (v) and the device was programmed to 3v at 0.5 milliseconds. The patient was reported to be pacer dependent however the patient did not pass out. Boston scientific technical services (ts) discussed possible reasons this clinical observation occurred as well as troubleshooting measures. The field representative will decrease the sensitivity and discuss it with the physician. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.